Manufacturer narrative:
This information was received in voluntary medwatch report number mw5085318. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the left ventricular lead had "stopped working" and a "tech" tried to make "adjustments" to get it to work, but then the lead was turned off. It was noted the patient experienced fluid retention in the lungs and swelling of the ankles about two years prior, and an electrocardiogram (EKG) revealed pulmonary hypertension with residual mitral stenosis and the aorta valve was getting narrower. The cardiologist informed the patient that the lead was "no longer working after results from home monitoring went to the company." The patient was notified that if the heart continues to weaken, then the patient will have an epicardial lead placed. The lead remains implanted, but reportedly "turned off." No further patient complications have been reported as a result of this event.